Event description:
Product information was received.

Event description:
A vns treating physician called and reported that they had a patient whose device recently showed high lead impedance (system high/limit/7/no) when performed on (B)(6) 2013. He said that the patient was seen about a year prior and there were no issues at that time. The patient confirmed that she could still feel stimulation and that there was no indication of an increase in her depression levels. During the call, the physician mentioned that there is was a history of trauma in the chest area but he did not elaborate on the details further. The physician did not turn off their device when their high lead impedance was noted. The patient was going to be referred to see a surgeon but no surgery is planned at this time.

Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Model #, corrected data: previously submitted MDR incorrectly reported this information. This report is being submitted to correct this data. Serial #, lot #, expiration date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data. Manufacture date, corrected data: previously submitted MDR indicated this information was unknown. It is now known. This report is being submitted to correct this data.

Event description:
Additional information was received stating that the explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
It was reported that the vns patient underwent generator and lead replacement on (B)(6) 2014 due to a broken lead. Lead impedance of the replacement device was measured as 1800ohms.